Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Multiple attempts were made to follow up with the customer; however, the customer did not provide any additional information. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.